Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the 06-years-old male patient had high blood glucose level of 572 mg/dl and high ketones due to infusion set issue. Therefore, the patient was went to emergency room and was subsequently hospitalised on (B)(6) 2024 . Further, the patient was transferred to intensive care unit. Moreover, the infusion set was used for two days. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number, lot number, primary unique device identifier (UDI) number, expiration date under d4, PMA/510(k) numbe under g4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record (B)(4) on 29-jul-2025. Device history record (DHR) review: the lot 6003408 was manufactured according to the wi version 68 on 25-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by a health care provider (hcp) or requires emergency advance, and lot 6003408 and 7 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.